Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: (investigation result). The returned jagwire was analyzed, and a visual and microscopic evaluation noted that the tip was peeled and had sections detached (degradation). No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of tip detachment was confirmed. Upon analysis, it was found that the tip was peeled and also had a section detached. The device problem could have been caused due to environment conditions; product storage conditions of temperature and relative humidity are the main contributors for the jagwire tip material degradation over time. Based on all gathered information, the most probable root cause is cause traced to environment. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the colon during a colon stent placement procedure to treat colorectal cancer performed on (B)(6) 2026. During the procedure, it was reported that the distal tip was separated and remained in the body. It was retrieved using forceps. The procedure was discontinued and eventually cancelled. There were no patient complications reported as a result of this event.